Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the black box (bb) revealed multiple 128 alarms on (B)(6) 2016. Each 128 alarm occurred during "rewind" attempts. 128-fb80 and fe80 alarms are defined as post delivery motor power supply faults. The battery cap was unable to fully tighten. Battery compartment cracks were observed in the thread area and below the grip pad. There was evidence of moisture contamination found inside the battery compartment and also the underside of the battery cap. The pump cover crack was observed between the corner of the display lens and case seal. A crack at the base was also observed between the case seal and keypad. During investigation a 128-fe80 alarm was received during each "rewind" attempt. A leak test revealed a leak at the cover crack. The pump case was removed and disassembled pump; there was evidence of moisture contamination found inside the pump on the printed circuit board. Investigation steps failed due to a 128-fe80 alarm on a "rewind" attempt. 128-fe80 alarms were confirmed due to internal moisture contamination. Unrelated to the complaint, a dim discolored display was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (replace battery life128) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.